Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported issue, the image disappears/darkens was found which was isolated to be caused by a defective charge coupled device unit. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus was informed by the sterile processing department lead technician at the customer facility that the high-definition autoclavable camera head has a reported image malfunction, ¿no image¿. The customer reported issue was found during reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the picture was no longer displayed due to the failure of the charge-coupled device (ccd) unit. However, the root cause of the ccd failure was not able to be determined. Olympus will continue to monitor field performance for this device.